Event description:
Guidant received information that a clinician was concerned that this device might have been undersensing ventricular events and exhibiting ventricular loss of capture. They faxed information to technical services for review. This device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
Technical services reviewed transtelephonic monitoring strips and advised the caller that the device might have been undersensing ventricular events resulting in loss of capture. They suggested that the patient be seen in the clinic. Attempts at obtaining additional information were unsuccessful. If additional information becomes available, the event will be reopened. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in ventricle ring seal plug. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Event description guidant received information that a clinician was concerned that this device might have been undersensing ventricular events and exhibiting ventricular loss of capture. They faxed information to technical services for review.